Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2024. On (B)(6)2024, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 500 mg/dl. The patient was wearing an omnipod insulin pump. The patient felt ¿bad¿, fatigue, and ¿couldn¿t think right at all¿. The patient self-treated with 11 units of insulin per routine diabetes management. The patient was nauseous, thirsty and still ¿couldn¿t think straight¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
On 01/03/2025, the patient¿s cgm was reading 45 mg/dl, and the bg meter was reading 500 mg/dl.

Manufacturer narrative:
(B)(4).